Manufacturer narrative:
The device has been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the image did not appear. No patient or user harm was reported by the customer.

Event description:
This report is being supplemented to provide additional information based on the approved final investigation.

Manufacturer narrative:
Following fields are updated: d8, h2, h3, h4, h6 and h10. The device was returned to olympus for evaluation and the customer's allegation was not confirmed. However, the device evaluation found poor image color, a failed leak test and a cut on the cable. Based on the results of the investigation, it is likely that the following led to the malfunction: the most probable cause of the additional findings is cause traced to component failure, which is expected or random component failure without any design or manufacturing issue. A device history review was completed, and no issues were identified. This issue is addressed in the instructions for use (IFU): "if the endoscopic image unexpectedly disappears or a frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient. Continued use of the endoscope under these conditions may cause patient injury, bleeding, and/or perforation." Reference page 8 as per IFU. Olympus will continue to monitor the field performance of this device.